Event description:
Lead was explanted due to high threshold and impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 58.5 cm proximal to the lead tip. The is-1 connector was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip including the ring electrode and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the clinical observations. Furthermore, the conductor coil was found stretched and the insulation damaged between 2.5 and 6 cm proximal to the lead tip. The fixation helix bent and stretched and a squeezed conductor coil and damaged insulation 15.5 cm proximal to the lead tip. These damages probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.